Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. For evaluation. The evaluation confirmed the reported phenomenon that the error message was displayed. Further investigation was conducted by disassembling the device and it was confirmed that there was a malfunction in the image device of the insertion unit. There were no malfunctions found in the video connector to be connected to the video system center, the video cable and the universal cord. According to the service record, the subject device had been used for about three years. It was also confirmed that there were no remarkable dents or scratches on the insertion unit. The exact cause of the reported event could not be conclusively determined at this time however, it may be one of the possible causes that the electronic parts around the image device deteriorated over time and then the image device was damaged by static electricity.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This device referenced in this report has been returned to olympus medical systems corp. But the evaluation has not been completed. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic hernia repair procedure, an error was displayed and one of two images that composes 3-dimensional image disappeared, and then the other image also disappeared. The error message indicates communication error between the subject device and the video system center. The user facility replaced the subject device with another device. There was no patient injury reported.